Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative reported the patient had a sensation and pain around their implantable neurostimulator (ins) that radiated to their shoulder and back. The patient was first seen for reprogramming a week prior to this report. There were no falls or trauma reported. The manufacturing representative later reported an x-ray was done and the results were normal. The patient was treated for costochondritis with anti-inflammatory medication. The patient's indication for use is movement disorders. Additional information was received from a health care provider (hcp). It was reported that the implantable neurostimulator (ins), lead, and extension were explanted. The reason for removal was the "patient request to be off trial". It was also indicated that the system will not be replaced.

Manufacturer narrative:
The implantable neurostimulator (ins) was found to be functionally okay and contained insignificant anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.